Event description:
It was reported that this artificial urinary sphincter (aus) cuff exhibited fluid loss; therefore, a revision surgery was performed to remove and replace the component. No additional information was provided.